Event description:
It was reported that prior to a routine device change out procedure, the left ventricular lead exhibited high thresholds. The lead was capped and replaced. The patient was doing well post procedure.